Manufacturer narrative:
The exposed portion of the soft cannula was observed to be kinked and torn, resulting in a fluid leak. The timing and cause of the observed cannula damage could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose levels rose to 30 mmol/l (540 mg/dl). The pod was worn on the patient's leg for between 4 and 24 hours. As treatment, 8-10 corrections were delivered over few hours.